Manufacturer narrative:
(B)(4) - the date of the onset of peritonitis was unknown, but was sometime in (B)(6) 2012.a trend review will be conducted. If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported that the patient experienced fungal peritonitis, manifested by severe abdominal pain, coincident with peritoneal dialysis (pd) therapy. One day after that, the patient was hospitalized for the reported event. The initial (empiric) treatment for the peritonitis included vancomycin and gentamycin (intraperitoneally (ip), doses and frequencies not reported), but later, the patient was switched to diflucan (route, dose, frequency unknown). The pd catheter was removed to allow the peritoneum to heal and the patient was put on in-center hemodialysis for 3-5 months. The patient had recovered from peritonitis. The pd therapy was later resumed. Additional information was requested and was not available at this time.